Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulties charging the pump with the usb cable. There was no adverse impact to customer's blood glucose level. Reportedly, the pump was successfully charged with an alternate cable.